Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was noise seen during the non-sustained ventricular tachycardia episodes. It was also reported the sensing integrity count was noted. Isometric testing and close monitoring was suggested. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead will be reprogrammed.